Manufacturer narrative:
On september 25 ,2023, the mentor analysis lab received the suspect medical device for evaluation. On september 26, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 29, 2024, mentor was notified that during a 7 year follow-up, the patient reported that the bilateral replacement surgery occurred due to the ruptured right implant and capsular contracture. No further information was provided. D4: UDI: product made prior to UDI compliance date. UDI not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 17, 2025, mentor completed a reevaluation of the device per the newly reported capsular contracture. Updated device evaluation: regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old caucasian female patient involved in a study underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant and bilateral breast ptosis by a medical professional. As a result, the patient underwent bilateral removal and replacement with 370cc (left-sided) and 405cc (right-sided) mentor memorygel boost breast implants on (B)(6), 2023. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-09291 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).